Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported right side "device rupture was discovered intraoperatively. Patient worries about possible consequential and long-term damage since learning about the device recall." Device has been explanted.

Event description:
Patient representative reported right side "device rupture was discovered intraoperatively. Patient worries about possible consequential and long-term damage since learning about the device recall." Patient representative later reported right side device was intact and "very small liquid accumulation". The device has been explanted and replaced with another manufacturer's device.